Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cutting tool (jaws) is catching in channel and making hard to advance. The jaws were completely closed when entering the device. The same device was used to complete the procedure. There was potential for patient harm, but no harm to the patient was observed.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production for ship history conducted with ncmrs: (3331/213/67) a lot history record review was completed for lots 25161498, 25162222, and 25162305 the last 3 lots shipped to the account prior to the event/aware date. For lots 25162222, and 25162305 there were no ncmrs, rework, or deviations documented for the reported lot numbers. For lot 25161498 there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) a review of the historical data could not be performed as no lot number was not reported. However, a ship history was performed. No specific lot number was obtained from the ship history. Therefore, a query of similar complaints for the lot number and the reported failure mode was not performed. Trend analysis: (4110/213 & 67) the overall 24 month product complaint trend data for the period mar-2020 through feb -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information.